Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported during a lead replacement procedure that there was difficulty connecting the lead to the device and that the wrench would not engage with the header setscrew. The device was extracted and replaced. No patient complications were reported as a result of this event.